Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The customer reported that there was difficulty engaging the 5 mm femoral posterior augment bolt into the size 6 ts femoral component using the slip torque hex screwdriver. It was first attempted by the scrub nurse and eventually inserted by the surgeon. The surgeon applied cement around the augment, for security, and the device was then implanted into the patient. The customer also reported that the bolt was used to secure the augment using screwdriver and more torque was required than normal. There was a surgical delay of 5-10 minutes as a result.